Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no ancillary trocar was received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision of hartman¿s and small bowel resection procedure the trocar cannot be pulled off upon fully releasing it from the staple housing. No patient consequences reported. Procedure was completed with same like device.